Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4) used to capture change to surgical plan (competitor¿s product used to complete procedure) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the norian drillable inject would not come out of the pouch into the syringe (delivery needle) during a tibia plateau procedure on (B)(6) 2017. While at the back table, the norian had been mixed and would not come out of the pouch which caused a five-minute surgical delay. Intraoperative routine x-rays were taken. A competitive product was used to complete the procedure successfully. Patient reported as stable. It is unknown if the issue was with the norian drillable inject or the syringe (delivery needle). This report is for one (1) norian drillable inject 5cc. This is report 1 of 2 for (B)(4).